Event description:
During an in-clinic follow-up, it was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) due to the atrial tachycardia falling into the therapy zone. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.